Event description:
On (B)(6) 2012, customer reported a bloody leak from inside the dxh 800 instrument. The volume of the leak was approximately 2 cc and it was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument, cleaned the leak and checked the function of the air mix temperature control (amtc) module. Fse ran several cassettes of specimens but did not observe any chamber overflow. The cause of the leak is unknown.

Manufacturer narrative:
(B)(4).